Event description:
It was reported that during a cranial procedure the perforator bit tore the dura. It was also reported that the delay to surgery was five mins. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The perforator bit subject to this MDR was not returned to the MFR for eval. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.